Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report in 2007, the patient intermittently could not hear with his cochlear implant system. Testing in the clinic showed intermittent connection between the programming software and the implant. Exchanging all externals did not resolve the problem. The results of integrity tests done the following month three times between 12 and 13 days interval were consistent with normal device function. However, as the patient continued to report intermittencies and there was evidence of intermittent connection between the programming software and the implant, and implant malfunction is possible. The device was explanted one month later. The patient was reimplanted with a new device during the same surgery.